Event description:
It was reported that pt was "young, train wreck, difficult to get off pump." Closing chest post bypass at this time. Customer from operating room called to report their dissatisfaction with "our product" & stated they had attempted to insert three intra-aortic balloon's (iab) & none worked. Customer said, they would not inflate & got stuck in sheath. Sales representative contacted cardiac surgeon & gathered the following info: first iab was prepped per instruction, including a negative draw through one-way valve. Surgeon inserted super arrow flex sheath & proceeded to insert catheter. Iab slid easily through sheath until suddenly "firm resistance" was felt as the proximal portion of iab reached to entrance of the sheath, according to operating room personnel, the membrane did not appear to be unwrapping, gathering, or "bunching up" at the sheath opening. As a result, this iab was not used. Reference MDR #1219856-2009-00316 for the second event, MDR #1219856-2009-00317 for the third event, and MDR #1219856-2009-00318 for the fourth (final) event.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional info becomes available.